Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 385 mg/dl and diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer alleged that the pump was not delivering insulin properly; however, customer discarded the supplies in use at the time of event without examining for potential issues. Bg was treated with intravenous insulin, fluids, potassium and magnesium. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. System check with tandem technical support indicated that the pump and related supplies in use at the time of follow up were functioning as intended. The customer continued to use the pump for insulin therapy.